Event description:
It was reported to boston scientific corporation that the patient was implanted with an uphold lite mesh as a participant in (B)(4). According to the complainant, the patient experienced suture exposure in the anterior vagina. As of the last patient visit on (B)(6) 2015, the suture exposure was still present and is assumed to be ongoing.

Manufacturer narrative:
The patient's age is unknown; however the patient was over 21 years of age. This event was also reported to the FDA in (B)(4). The device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.